Event description:
Additional information was received on 2024-jul-08 the patient reported that their doctor's office was not able to determine the cause and redirected them to the manufacturer. The pt was not able to meet with a rep on june 4, 2024, during their appointment nor on a later date that the rep tried to set up because the pt could not get there. The issue was reported to not be resolved; they stated their "kit does not stimulate".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that they think their implanted device was having a problem. Patient stated that when "they plug it up" they would feel it buzzing but when they place the recharger disc on their implant, it stopped. Patient repeated the same process several times but they were still getting the same reading. Patient had been dealing with pain right at the end of their tailbone due to not feeling the power that they need to overcome this pain. Patient said that as long as the implant works, then they wouldn't have a whole lot of pain since they used the stimulator twice a week.  Agent sent an email to the field requesting that a representative meet the patient at their upcoming appointment on (B)(6) at 1:30pm. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported they asked patient to contact the manufacturer to see if an agent could meet with them at june 6th appointment. Issue is not resolved and no other actions taken at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient reported their equipment was examined and it was determined that the battery in their left hip had expired. A new battery was implanted (B)(6) and a follow-up appointment was scheduled for (B)(6).